Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged to the level of the tricuspid valve and was sensing p-waves and r-waves. Also, the patient had stated that a dog jumped on them which resulted in the device migrating from the pocket. Upon opening the device pocket, the device was noted to be twiddled. The rv lead was explanted and replaced. The device is still in use. No patient complications have been reported as a result of this event.